Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) displayed a "mid:11" (post nvram) error message was confirmed during the review of the event log data but was not confirmed during functional testing. The reported mid:11 error was not replicated during testing, and the thermogard console functioned as intended. The root cause of the intermittent mid:11 error was determined to be the loose connection and low voltage of the lithium coin 3 volts battery in the display head of the thermogard console. The thermogard console is a reusable device and was manufactured in april 2009 and is more than 12 years old. Since there are no records of the preventive maintenance performed on this console, it is likely, the battery was never replaced. The aging and the lack of maintenance of this console may have contributed to the loose connection and low voltage of the battery. Visual inspection was performed and noted that the front, left and right rear casters are cracked and broken, and the prime cover, bumpers, and the pin dowel on the top cord hook are missing. Also, observed the umbilical connector is loose and the drain tube o-ring gasket is broken. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling, as no preventive maintenance was performed on the console. The damaged parts need to be replaced to address the observed issues. The event log was reviewed and confirmed the occurrence of the mid:11 error message. In addition, the event log file shows the presence of a mid:18 (malf_bg_nvram) error due to the low battery voltage. The battery needs to be replaced to address the intermittent mid:11 and mid:18 errors. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the device check, the thermogard console (B)(4) displayed a mid:11 (post nvram) error message. No patient involvement.